Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung wedge surgery, two staplers had issues. The first reload had a poor staple formation and the jaws of the second stapler did not close properly. Surgeon did manual suturing under endoscopy to resolve the first issue. Surgeon replaced the reload to resolve the issue on the second reload.